Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined as the component had been partially disassembled and parts were missing when it was returned.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an ankle arthroplasty on (B)(6) 2014. During an examination, it was noted that the ziptight implant had loosened. Subsequently, patient underwent a revision procedure on (B)(6) 2014. The ziptight component was removed and replaced.

Event description:
It was reported that patient underwent an ankle arthroplasty on (B)(6) 2014. During an examination, it was noted that the ziptight implant had loosened. Subsequently, patient underwent a revision procedure on an unknown date. The ziptight component was removed and replaced.